Manufacturer narrative:
B3. Event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 2 months following the implant of the bioprosthetic transcatheter aortic valve that an unspecified severe hemodynamic valve structure deterioration of the valve had occurred. Treatment was not reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 21 days following the unspecified severe hemodynamic valve structure de terioration acute on chronic heart failure occurred. Hyponatremia and lower extremity swelling occurred. Intravenous diuresis was required with monitoring inputs and outputs. Fluid restriction was treatment for the hyponatremia. The cause of the hyponatremia was not known. The hyponatremia resolved the day following onset. It was reported that approximately 4 years and 2 months following the valve implant endocarditis and a paravalvular leak occurred. The pvl severitywas not obtained. However, it was later reported that en docarditis did not occur. The patient was transferred to another hospital for a valve-in-valve procedure as result of the unspecified severe hemodynamic valve structure deterioration that occurred approximately 1 month prior. A non-medtronic valve was implanted valve-in-valve. Intravenous diuretics continued. Hypotension occurred the day following the valve-in-valve revision. Per the physician, the hypotension was not related to the valve-in-valve procedure nor to the new active non-medtronic valve. The treatment and cause were not provided. Per the physician, bilateral tremors occurred following the medtronic valve revision procedure. The physician in dicated the tremors were related to the anesthesia administered, but not due to the medtronic transcatheter revision procedure itself nor to the medtronic valve nor the new, active non-medtronic valve. An intravenous opioid was administered for the tremors. The acute on chronic heart failure resolved the day following the valve revision. Oral baseline diuretics were prescribed prior to discharge. The patient was discharged the day following the valve-in-valve procedure.

Manufacturer narrative:
Updated/corrected data: a2 estimated, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1, a2, b3, d3, d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 (replaces previous a27). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.